Event description:
An event occurred on a plum 360 pump where it was reported that the pump ran at an incorrect rate. The medication, oxaliplatin (140mg) in 500ml 5% dextrose injection (d5w), the concentration of medication was 0.27 mg per ml infused via central line. The volume was 528 ml, and the programmed infusion rate was 264 ml per hour, but medication took 4 hours to infuse instead of the expected 2 hours. The event occurred during infusion. There was patient involvement and no harm.

Manufacturer narrative:
The device was returned for evaluation; device is being hold by biomed for analysis. Fse has not perform testing on device. Awating response from gcm either to proceed to perform testing or if it's required to send in for further t&I, since there was patient involvement.